Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind. The insulin pump was unable to perform occlusion test and no delivery test due to prime anomaly. No motor communication error alarm, readback error alarm or motor error alarm noted during testing. Motor passed motor test. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted during testing. The insulin pump had cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motor communication error alarm and readback error alarm. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that they found a motor error alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.